Manufacturer narrative:
Upon analysis, calculations determined the devices battery depletion met normal longevity specifications. Longevity calculations were performed based upon the programmed device settings that were present upon receipt, as well as usage data. Bench tests were also performed, and the device was found to function normally. The alleged complaint of premature battery depletion could not be confirmed. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
The device reached eri due to suspected premature battery depletion. The device was explanted and replaced. The patient received no consequences.